Event description:
It was reported that the patient had stimulation or therapy issues of stimulation in the wrong location and felt stimulation down their leg. The action required as a result of the event was explant. It was unknown if any diagnostic testing or troubleshooting was performed. It was unknown if the product issue was resolved and it was unknown if the cause of the issue was determined. The manufacturer representative was told by the materials manager that the patient¿s health care provider (hcp) explanted the implantable neurostimulator (ins) and lead because of the stimulation down the leg. The patient reported painful stimulation as well and their hcp wanted the ins and lead to be evaluated to see if it was the cause of the issue. The patient symptom associated with the event was pain at the lead location and the patient status at the time of the report was unable to be obtained. The lead and ins were explanted and would be returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v758211, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Analysis of the tined lead ((B)(4)) found no significant anomaly. The lead body was stretched.